Manufacturer narrative:
The reservoir (unknown ID) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
Medwatch (B)(4). Biomarin study: cerliponase alfa observational study. Case description: a patient of unreported age and gender. "The subject's past medical history was not reported. The subject's concurrent conditions were not reported. No allergies were reported. No concomitant medications were reported. On an unreported date, the subject underwent implantation of intracerebral ventrisculostomy (icv) set (codman rickham; model not reported). The lot number was not reported." "On an unreported date, the subject initiated treatment with brineura (dose and frequency not reported, intracerebroventricular use) for an unreported indication. The lot number for brineura was not reported. The most recent dose was administered on an unreported date." "On an unreported date, the subject developed a propionibacter infection (device related infection) which required reservoir replacement. No laboratory or diagnostic tests were reported. No additional treatment for the event was reported. The action taken with brineura due to the event was not reported." "The outcome of the event was not reported." "Biomarin has assessed the event as medically significant." "The reporter did not provide an assessment of the event of device related infection in relation to treatment with brineura." "The reporter assessed the event of device related infection as related to the icv device. No other etiological factors were reported." Case comment: "the subject experienced device related infection due to propionibacterium acnes, which is a known complication of icv device use. Propionibacterium acnes is scalp skin commensal bacteria. The causality of event is assessed as not related to brineura."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.